Event description:
The customer reported that the nav ring and the touch screen were not functioning. The customer stated that settings could not be changed using the nav ring or touch screen. There was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 23sep2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse verified that the internal connection was okay. The fse replaced the front bezel to resolve the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 01apr2020. B4: 03apr2020. Front bezel assembly was received for evaluation. Destructive testing was performed and there were no signs of damage or contamination during visual inspection. Could not verify customer complaint, no fault was found on testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08/21/2019.

Event description:
The customer reported that the nav ring and the touch screen were not functioning. The customer stated that settings could not be changed using the nav ring or touch screen. There was no patient involvement.